Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the error 2 message, which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If the lfs products are returned, lifescan will evaluate them and , if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.